Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant the analyzer function was selected on the programmer and an error message was displayed. The analyzer was not installed which lead to the error. Another programmer was used. No patient complications were reported as a result of this event.